Manufacturer narrative:
The customer provided clarification on the date of event and the patient demographics. Physio-control evaluated the removed interface pcb assembly in the failure analysis center. The cause of the reported issue was determined to be a shorted integrated circuit chip, designator u5.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. UDI - (B)(4).

Event description:
The customer reported that during a patient event, their device reportedly locked up after about two to three minutes of use.  In this locked up condition, the device would not be usable on the patient.  The customer did not provide any additional details of the event or the patient.  There was no report of any adverse outcome to the patient during this event.